Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on when he was trying to test. This complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported the alleged issue first occurred on (B)(6) 2013 at 6pm while on vacation. The patient reported using insulin pump therapy to manage his diabetes based on blood glucose readings and carbohydrate intake. The patient reported he normally tests 7-8 times a day and his typical readings are "90-120mg/dl." The patient reported on the day of the alleged issue he developed symptoms of "sweaty and loss of balance" which he associated with low blood glucose. The patient reported on (B)(6) 2013 at approximately 6pm he had something to eat or drink as treatment. The patient denied going to the hospital for an acute complication of diabetes on (B)(6) 2013. The patient reported he went to go buy a new onetouch meter on the day of the alleged issue and his readings were "average." At the time of trouble shooting, the cca noted this was not the first time the meter had been used and there was no misuse of the product. The subject meter battery was in good condition and the patient was using the correct test strips. When a new test strip was inserted the meter did not power on. When the power button was pushed the meter would not power on. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he was unable to test his blood glucose therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.